Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised seat frame is cracked on both sides near the rear holes where seat upholstery attaches.